Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis. The second event occurred on (B)(6) 2010. The customer's blood glucose reading was over 500 mg/dl at the time of both events. The customer uses quick-set infusion sets. Troubleshooting could not be performed at the time of the report. The customer has not used the insulin pump since the second event. Nothing further was reported.